Event description:
It was reported that the procedure was to treat the left main trunk to proximal left anterior descending artery with moderate calcification, mild tortuosity and 75% stenosis. After a non-abbott 3.0mm stent was deployed, the 3.25x8 mm nc trek neo balloon dilatation catheter (bdc) was used for pre-dilatation, but the balloon ruptured during the first inflation to 12 atmospheres. A non-abbott balloon was used to continue the procedure. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. The investigation determined that the reported balloon rupture appears to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulty. In this case, it is likely that the balloon interacted with the mildly tortuous and moderately calcified anatomy and/or previously implanted stent such that the balloon became damaged and subsequently ruptured during inflation. Based on the reported information, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.